Event description:
This is an incident that was received from a staff nurse. The patient commenced therapy with accusol 35 5000ml. All 4 bags of accusol were mixed and were connected to the crrt machine. After therapy was started precipitation was observed between degassing chamber and predilution pump and after predilution pump. No specific alarm was noticed before the event. After identification of the precipitation the treatment was discontinued. No sample is available for evaluation.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice machine during drain 5 of 5. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was undetermined. The caller would call the registered nurse (rn). Proper procedures per the user manual were reviewed with the caller. Product surveillance spoke with the hp on (B)(4) 2010. The hp stated the cause of the alarm was still undetermined and the device was discarded. The incident has not re-occurred since. The hp stated the lot number of the cassette was (B)(4) and a companion sample was available and requested. The hp has been doing fine and has been continuing therapy on the cycler with no further issues.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed in the lab. The results of a companion sample evaluation revealed no manufacturer problems or alarms received. A root cause was not identified due to insufficient information. The results of a batch review of lot number h10f03074 revealed no manufacturer problems or deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.